Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the cause for the reported difficulty was due to operational context. The acculink device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, left carotid artery. An emboshield nav6 protection device was placed followed by pre-dilatation with a 4.0 x 20 viatrac balloon catheter. The 7-10/40 acculink ii stent delivery system (sds) was advanced without resistance felt and deployed successfully. No resistance was felt during retraction of the sds and the stent implant was post-dilated with a 5 x 40 mm viatrac balloon. The retrieval catheter for the filter was advanced to capture the filter; however, it appeared that there was something preventing the filter from being captured. Further investigation revealed that the tip of the stent delivery system had separated and was located on the barewire and that this is what was preventing capture of the filter. The wire was pulled on hard and the filter was able to be captured and removed from the patient without further issue. Outside the patient it was confirmed that the tip of the stent delivery system had separated and was on the wire. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.